Manufacturer narrative:
Cerner distributed a flash notification on (B)(6) 2021 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner distributed a flash notification on b)(6) 2021 to all potentially impacted client sites. The software notification includes a description of the issue and indicates that software modification has been developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's medication administration wizard®, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium medication administration wizard® medication administration wizard. The issue involves cerner millennium medication administration wizard and affects users that utilize the medication administration wizard to safely ensure that medication volumes are calculated correctly based on the scanned product concentration. In cerner millennium, when the user scan a medication or patient barcode that contains space characters, active buttons in the component may be selected unintentionally and the barcode may not be processed. Patient care could be adversely affected, as clinicians are unable to document the medication in a timely manner because the barcode is not processed. This issue could result in patient care delay. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a flash notification on april 20, 2021 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's medication administration wizard¿, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium edication administration wizard¿ medication administration wizard. The issue involves cerner millennium medication administration wizard and affects users that utilize the medication administration wizard to safely ensure that medication volumes are calculated correctly based on the scanned product concentration. In cerner millennium, when the user scan a medication or patient barcode that contains space characters, active buttons in the component may be selected unintentionally and the barcode may not be processed. Patient care could be adversely affected, as clinicians are unable to document the medication in a timely manner because the barcode is not processed. This issue could result in patient care delay. Cerner has not received communication on any adverse patient events as a result of this issue.